Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) showed long duration false positive episodes for atrial fibrillation. No intervention or procedure was performed. The patient had no consequences.